Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after hearing an alert coming from their device. The alert was triggered due to short v-v intervals and an increase in pacing impedance as well as for noise. It was noted that there was an increase in threshold as well as possible oversensing with a pause noted on the electrogram. A fracture was suspected. The patient was admitted into the hospital. The following day another alert was triggered due to short v-v intervals and non-sustained episodes. Reprogramming was performed to turn detections off. The next day the lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.